Manufacturer narrative:
The customer is unwilling to return the suspect device to olympus for evaluation and inspection. This investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus sales representative has reported an intermittently functioning high definition lcd monitor; sometimes the monitor will power on correctly, and sometimes no image, including the olympus logo at startup, appears even though the green pilot light is illuminated. No patient or user harm has been reported.

Manufacturer narrative:
Follow up due diligence has determined no patient involvement or intended procedure with the reported phenomenon; the reported issue was discovered during a zerowire transmitter/receiver installation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h6 and h10. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 5 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.